Event description:
The customer reported that the system would not display an image. No pt injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The video cable was reconnected. The system was tested and operates as intended.